Event description:
The manufacturer received information alleging the atmospheric pressure sensor and proximal pressure sensor calibration test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at a third-party service center. During the evaluation it was noted that there was a mis-assembly in the tubing length had caused the atmospheric pressure sensor and proximal pressure sensor calibration test steps to fail on the device. In conclusion, the device's tubing was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inlet o-ring was replaced for missing on the device, which was unrelated to the reportable issue. The dc power connector cable, rear enclosure case, and enclosure seal were replaced for physical damage unrelated to the reportable issue.